Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box data was unable to be reviewed as the pump would not power up due to moisture ingress. During a visual inspection of the pump, a crack in the pump case was observed as well as a crack on the battery compartment. Moisture was visible behind the display lens and rust was visible inside the battery compartment and on the battery cap. A leak test was performed which confirmed the pump was leaking from both of these cracks. The pump case was removed, and evidence of moisture ingress was found throughout the internals of the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (battery compartment damage with moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.